Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized even though caller used tandem charging cable, wall adapter, and confirmed working outlet, with visible damage to silver usb port but no low power alerts, shutdown alarms, or pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement under warranty, confirmed shipping address, instructed caller on correct usb insertion, provided guidance on putting pump into storage mode before return, advised caller to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days.